Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) found that the device would not power on and identified the root cause as a failed half height cubie drawer 5.1 controller due to low resistance. The pyxis modular controller board and drawer controller were replaced, and the drawer was reassigned and updated in storage configuration. Drawers 5.1 and 5.2 were accessed through the application via inventory, confirming successful operation with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen was black and remote smart service in offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.